Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant navion stent graft was implanted in the endovascular treatment of a thoracic aortic dissection. Technical success was achieved.  Over one year later, the patient was diagnosed with a sine (stent induced new entry tear).  No action were taken and the sine is un resolved.  The site assessed the sine as not related to the device or procedure and possibly related to the dissection under study. The medical monitor   assessed the sine as related to device, not related to procedure and related to the dissection under study. The cec assessed it as related to the study device, not related to procedure.  No additional clinical sequalae were provided and the patient will be monitored.